Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# unknown, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 (B)(4), email (for, rep, hcp): it was reported that the patient couldn¿t charge their ins to 100%, it takes 4 hours to get half the load, and the progress bar does not advance more than half. It was noted that coupling over the last thirty days was 8 tiles. There was no notion of examination, intervention, dentist or complete discharge of the system. The patient¿s stimulation/therapy was still good. The impedance test was ok and there was no indication of ins movement. No further complications were reported or anticipated.